Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3000 ohms, resulting in a lead safety switch. Myopotential noise and oversensing were observed. Technical services (ts) recommended in clinical testing of the ra lead as it was probable that the lead was fractured. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).